Event description:
As reported by our united kingdom affiliates, during implant of a 26mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach, the distal tip of the esheath+ was torn and separated from the main body of the esheath+. No resistance was felt during the insertion of the esheath+ or the commander, and no issues during the withdrawal were noted. Although the initial report stated no patient injury, more detailed information of the separated sheath tip could not be obtained after multiple attempts. Per preliminary evaluation of the returned device, the distal tip was torn but still attached.

Manufacturer narrative:
A supplemental MDR is being submitted for preliminary pre-decontamination results. The following sections have been added: b4, b5, g3, g6, h2, h3, h6 (device code and type of investigation), h11. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the product investigation. The following sections of this report have been updated: update to b4, g3, g6, h2, h3, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: 'liner fully expanded as designed. Distal tip opened, but torn radially. No missing material observed. Hdpe stretched at tip torn location. All score lines are present at intended locations. Scratches observed along hdpe. Due to the nature of the complaint, no functional or dimensional testing were able to be performed. No imagery was provided. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage. Additionally, patient (such as calcification, as evidenced by the presence of scratches on the returned sheath shaft) or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our united kingdom affiliates, during implant of a 26mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach, the distal tip of the esheath+ was torn and separated from the main body of the esheath+. No resistance was felt during the insertion of the esheath+ or the commander, and no issues during the withdrawal were noted. Although the initial report stated no patient injury, more detailed information of the separated sheath tip could not be obtained after multiple attempts.